Event description:
New information received noted that the lead was capped and replaced with an epicardial lead on (B)(6) 2018. The patient was stable throughout the procedure and will continue to be monitored.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Patient experienced shortness of breath and lethargy. Upon review, the right ventricular lead exhibited loss of capture and an acute increase in capture threshold was noted. It was discovered that the patient had myxoma in the right atrium. Physician theorized that the mass from myxoma could have potentially placed tension and pushed on the lead causing micro-dislodgement. The device was reprogrammed to resolve the issue. Patient was in a fine and stable condition after the programming changes. Lead revision was discussed. No further intervention was reported.